Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis; however, the lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management weekly trend data shows threshold measurement greater than 2.5 volts through (B)(6) 2014. There were no additional atrial threshold measurements after (B)(6) 2014 due to test aborting because amplitude was too high. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had increasing threshold and the threshold was high. The lead was capped and was not replaced. It was further reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.